Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was not sent in for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Correction: the device is not available for evaluation.

Event description:
The facility representative reported a colleague infusion pump with a failure code 403. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "intensive care unit" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.